Event description:
It was reported that the ventilator started on its own when it was turned off. It is unknown if the device was in use on a patient at the time of the event. There was no patient or user harm reported. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone number - (B)(6). Reporter phone number - (B)(6).

Manufacturer narrative:
Multiple attempts were made to obtain information on the repair, service of the device that have been unsuccessful. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. No harm was reported. Multiple attempts were made to obtain additional information and device context at the time of the reported failure; however, no further details were provided. If additional information is later received, a supplemental report will be submitted.

Manufacturer narrative:
The device was evaluated by the customer with the assistance of a remote service engineer. It was recommended that the user interface (ui) printed circuit board assembly (pcba) be replaced to resolve the reported issue. The replacement of ui pcba aligns with the recommended repair of the reported malfunction per the service manual. The material has already been requested and ordered. The repair of the unit cannot be completed at this time due to the part being on back order. When the parts become available the repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed. Additionally, the user interface pcba to liquid crystal display (lcd) cable and the power switch overlay have also been ordered and are expected to be replaced.